Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had prime rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin squirting out during manual prime process. The customer was advised to hold down the act button until receiving a second series of beeps and numbers appear on the display. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime or fill anomaly due to buttons not responding.